Event description:
It was reported that a user experienced three consecutive leaking insulin cartridges, each followed by an infusion set change, and replacements were arranged while user technique was reviewed, including discussion that filling beyond the 1.8 ml cartridge capacity could cause leakage; symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no medical escalation. Customer care provided support included troubleshooting and user education. Investigation of this case revealed a likely user handling issue related to overfilling technique leading to leakage from the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user technique.